Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, upon removal of the sensor, the patient noticed that the sensor wire was missing and believed it remained in their arm. The patient stated they went to the hospital to have the wire removed, however there was no treatment information provided. There was also no information about how the wire was removed. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.